Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow up, post paced t-wave oversensing was observed. Reprogramming was recommended and device remains implanted.